Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after four months post deployment, the patient experienced shortness of breath and cta chest demonstrated pulmonary embolus at the bifurcation of the first order branch of the right pulmonary artery. Similar findings were noted in the subsequent cta¿s. Approximately after one year eleven months post deployment, the ivc filter retrieval was scheduled and venogram demonstrated the filter was in place. The hook of the filter was snared and the filter got stuck on the last centimeter where the filter would not be collapse. The patient experienced some back pain at this time and it completely got resolved after the filter was released. Another venogram demonstrated the filter still in place with some area of caval inversion in the area where the hook are attached and grown into the wall and the filter could not be removed safely. Approximately after two year eleven months the patient experienced chest pain, a cta chest demonstrated chronic pulmonary embolus in the right lower lobe which is unchanged and CT abdomen and pelvis w contrast demonstrated an ivc filter at the l2 vertebral level. Approximately after three years seven months post deployment, CT abdomen and pelvis w contrast demonstrated the ivc filter predominantly in the suprarenal position with the filter leg extends into or near the left retroaortic renal vein and into the right ovarian vein where the hook of the ivc filter appear to abut the left anterior lateral wall of the ivc. Therefore, the investigation is confirmed for retrieval difficulties. However, the investigation is inconclusive for filter tilt and perforation of the ivc. Based on the provided medical records, there is no clear evidence to confirm for perforation of the ivc as it reported that the filter leg "extends" into or near the left retroaortic renal vein and into the right ovarian vein and the hook of the ivc filter "appear" to abut the left anterior lateral wall of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to engage the apex of the filter using snare but were unsuccessful due to the filter hook attachment and grown into the wall. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2017).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc and struts perforated into renal and ovarian veins. The device has not been removed after two attempted but unsuccessful percutaneous removal procedure. There was no reported claim of filter detachment. It was further reported that approximately 1 year 10 months after the filter deployment, the filter retrieval was attempted and it produced significant back pain and found that the struts/hooks had grown into the wall and the filter could not be removed and approximately 3 years 6 months later, took a CT scan of abdomen/pelvis and found tilting and perforation of filter struts into renal and ovarian veins and reported that additional removal attempts should not be recommended; the patient reportedly experienced pe post filter implant. However, the current status of the patient is unknown.